Event description:
Dr. (B)(6) at the hospital called to report that the patient was admitted into the hospital on (B)(6) 2019 due to hypoglycemia. The doctor stated that the patient blood sugar tested at 36. The doctor was unable to provide the v-go size that the patient had been prescribed. The doctor stated that the patient had been giving herself 6 clicks before each meal. No further information was provided in regards to this issue.